Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be removed from the left ventricular (lv) lead after placement and then broke off inside the lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen.there was guidewire coating on the distal conductor of the lead and it was obstructed. The connector was extrinsically damaged.the stylet/guidewire was broken. The distal conductor was extrinsically distorted due to kinking/buckling. The proximal,the low voltage 3 and low voltage 4 conductors were extrinsically fractured due to pulling/stretching. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.